Event description:
It was reported that during implant of the intraocular lens that the doctor saw a scratch from the top to the bottom and the lens was removed. As a result of the explant, an incision enlargement was required. A replacement lens was implanted successfully with no reported patient complications.

Manufacturer narrative:
(B)(4): the explanted lens was evaluated in our quality assurance laboratory and appeared to have no scratches. The lens had one (1) distorted haptic and appeared to have evidence of viscoelastic. Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted.